Manufacturer narrative:
The aso was received at sjm and decontaminated. The device was grossly and microscopically examined, and no anomalies were found. The device met dimensional specifications when measured with a calibrated caliper. The cause of the reported event remains unknown.

Event description:
A 20 mm amplatzer septal occluder (aso) was implanted but had to be surgically explanted the same day after the aso embolized. The atrial septal defect was surgically repaired and the patient is doing well.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.